Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory. Complaint summary: date (B)(6) 2013, inratio 4.3, laboratory 1.73, time between testing less than 1 hour. Patient's therapeutic range: 2.0 - 3.0. No further information was provided.